Event description:
"The occluder feet of a twist clamp are broken. The transfer set has been in use for 30 days." There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.